Event description:
Upon placing order 4/11/93 with proact for new supply of termo needles, informed company no longer supplied termo needles. Pro act begun manufacturing own biopsy needles which were redesigned with dept markers and stiffer spring. When physcian used pro act need on april 23, 1993, the spring was too loud and stiff; it startled the patient. When physician attempted renal biopsy using pro act needle on patient on 4/30/93, the first needle went in appropriately but the outer sheath did not eject fully to cover the cutting surface. It created a hook efect in patient's kidney. The physician then used second needle which jammed inside the patient. The physician contacted the pro act company and sent back the two malfunctioned needles along with all the needles and boxes fdrom the orderdevice labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.